Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced bladder issues while using the device. The symptoms resolved when the device was off. The device has been kept off and the patient will see a urologist in the future.